Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer loaded a new cartridge and successfully resumed insulin delivery. Customer's blood glucose was 265 mg/dl.